Event description:
Event description cpi received information that this ventricular bipolar lead was repositioned due to loss of capture and dislodgement. The physician also experienced problems obtaining p and r wave measurements due to noise.